Event description:
The analyzer which returned as an associated device subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
Product analysis: it was determined at analysis that the analyzer failed the final functional tests. If information is provided in the future, a supplemental report will be issued.